Manufacturer narrative:
The complaint device is not returned and therefore a physical evaluation cannot be performed. Pictures were provided which shows the loader plate was slightly bent at the middle and the loader plate tabs were excessively bent confirming the failure. There are some possible root causes that were observed and that might have contributed in the reported failure. When a plate is assembled with the loader, the user must ensure that the loading tool is parallel to the jaw. The plate can be damaged (bent) during assembly if the loading tool is inserted at an angle. If the tabs of the plate are bent up, it could reduce the amount of plate engagement within the pocket of the top jaw, compromises the plate¿s retention capabilities of the device. Moreover, if the plate tabs are bent excessively, they will stick up out of the top jaw, and possibly get caught on any instrument surrounding the device. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. The possibilities mentioned previously and user technique, could have contributed in the reported failure. At this point, no further action is warranted. However depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that when loading the expressew iii needle into the gun the white plastic tab broke off the device. The tab did not fall into the patient. The sales rep reported that during a rotator cuff repair that the expressew iii autocapture loader plate became bent when it was caught on the suture graspers and fell off into the joint space. The sales rep reported that the plate was retrieved using graspers. The surgeon completed the procedure with other like devices with no patient consequences or delays. The customer already discarded the complaint device. The following additional information received via email from mitek complaints on (B)(6) 2015: the sales rep reported that the jaws of the device were closed when it was fired. The device has been fired 15 times before the failure and that the suture was dropped a couple of times during the procedure. The autocapture loader plate got caught on the graspers, became bent, and fell off into the joint space.